Event description:
It was reported that the catheter became entrapped on a filterwire. The target lesion was located in the carotid artery. An 8.0-36 carotid wallstent self-expanding stent was selected for use. During the introduction of the stent, significant resistance was encountered, causing the delivery system to become stuck. The resistance existed whether advancement or retraction. The delivery system was withdrawn together with the non-boston scientific filterwire and guiding catheter. Eventually, the delivery system was damaged during the withdrawal process. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the carotid device was returned to our post market quality assurance laboratory. The customer's guide caterer and customer's filterwire system was returned for analysis. The filter wire was advanced through the guide catheter. The filterwire had the distal section of the carotid device loaded to the filter wire, which had separated from the rest of the delivery system. For investigation purposes the filterwire system was removed from the guide catheter to facilitate an inspection of the device. The filter wire was noted to be kinked. A visual examination found a complete separation of the sheath of the device located approximately at the guide wire port. Only the distal section of the device was returned for analysis. The distal section of the device was removed from the wire without issues. The proximal section of the device was not present on the filter wire and was not returned for analysis. A visual examination found the stent of the device to be fully sheathed in the correct position on the distal section of the delivery system. A visual investigation identified no issues with the tip of the device. This concludes the product analysis.

Event description:
It was reported that the catheter became entrapped on a filterwire. The target lesion was located in the carotid artery. An 8.0-36 carotid wallstent self-expanding stent was selected for use. During the introduction of the stent, significant resistance was encountered, causing the delivery system to become stuck. The resistance existed whether advancement or retraction. The delivery system was withdrawn together with the non-boston scientific filterwire and guiding catheter. Eventually, the delivery system was damaged during the withdrawal process. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.